Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient could not adjust the stimulation. The stimulator was confirmed on, and it was recommended to turn the device settings up. Two days later, it was reported there was an overstimulation sensation. The device settings were too high and the patient had trouble turning them down. Patient education resolved the issue. At the time of the report the patient was in the hospital for an unrelated cardiac issue and wanted the device checked. The device was checked, and it was determined it needed to be replaced. The device was showing the end of service (eos) message. The reporter stated the battery life was most likely diminished due to an open circuit on the lead, and the device settings had been turned up ''very'' high. A full revision was performed. During the revision the patient had ''great'' motor and sensory response, and post-operatively the patient had ''good'' sensory at very low amplitude.

Manufacturer narrative:
Product ID 3889-28, lot # v235409, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer.